Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 401 mg/dl. Further customer states that she was hospitalized for pneumonia and she has been off the pump since she got admitted to the hospital. Insulin pump will not be return for analysis.